Manufacturer narrative:
(B)(4). Technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer was recommended to replace the keyboard assembly. The customer reported to have followed the tse recommendations and the unit ran normally. The customer has conducted final testing.

Event description:
Received information where an 840 ventilator had unresponsive keyboard. The ventilator was not in use on a patient at the time the malfunction occurred.